Event description:
It was reported that the pump shut off unexpectedly and the screen is dark and won't turn on. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support followed up with the customer and reportedly, the customer states that the issue is resolved. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.